Manufacturer narrative:
Physio control continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA.

Event description:
Customer reported that the device would not power on with battery source. There is no report of patient involvement with incident.